Manufacturer narrative:
Vyaire complaint #: (B)(4). The field service representative (fsr) went onsite and evaluated the ventilator. The ventilator was run on the test lung for one hour and the problem reported by the customer could not be duplicated. The fsr performed the operational verification procedure (ovp) and user verification test (uvt). The field service representative confirmed the ventilator met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator was alarming "low volumes", was not delivering flow to the patient and would not reset. The customer advised the patient was moved to another ventilator and there was no patient harm associated with this event.